Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead had high threshold and high impedances. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.